Manufacturer narrative:
We have evaluated this event and can confirm that the loss of osseointegration of endosseous dental implants is a known long-term complication of the procedure. Our trend analysis confirms that the reported failure rate associated with our implants is lower than the expected failure rate for this procedure as published in the scientific literature. Therefore, no corrective and/or preventive measures were taken.

Event description:
Implant is lost (loss of osseointegration) after implant has been restored.